Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to the operator not performing rinseback. The user's guide instructs the operator to promptly rinseback the pt's blood in the event of an unrecoverable alarm. Facility staff attributed the alarms to issues with the pt's access. A direct correlation between nxstage system one and the reported blood loss cannot be established. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No add'l info will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Multiple arterial air and low pressure alarms occurred during a routine hemodialysis treatment that could not be resolved. The operator ended treatment and did not perform rinseback, resulting in an estimated blood loss of 190cc. No medical intervention was required.